Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored a treated episode with a single shock and a delivered shock impedance of 105 ohms. This episode showed a sudden change in rate and morphology was observed. There were no symptoms prior to the shock. At the time of the episode, the patient was sitting on the floor and saw lightning bolts. It was unclear whether this rhythm was true ventricular tachycardia (vt) or supraventricular tachycardia (svt), and further evaluation with electrophysiology (ep) was advised. It was noted that there was a similar episode stored more recently. Additional information received reported that the delivered shocks were inappropriate, and therapy was not exhausted. The physician felt the rhythm was atrial tachycardia with aberrancy, and the patient was brought to the ep lab for an ablation procedure. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.